Event description:
It was reported that no sensing or pacing was observed through the implantable pulse generator (ipg) due to an internal circuit error. The pacing leads exhibited excellent pacing and sensing measurements when connected to the analyzer. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and indicated a failure condition that disappeared during analysis. (B)(4).